Event description:
Top of tube broke when re-inserting stopper back into blood collection tube, causing tech. To cut her finger which required (2) stitches. Baseline testing and hiv cocktail given as per facility policy. Source blood tested positive for hbd.